Event description:
It was reported the patient felt pain and soreness from the implantable neurostimulator (ins) that radiates up their spine every time they recharge. The patient had pain at the device pocket and the pain did not go away until the ins battery level had dropped to half. The patient had not been using the system and since their ins and lead change out and they had not had stimulation in their affected extremity. The patient¿s ins was located in the posterior lower rib area. A lead revision was planned for (B)(6) 2014. The patient status at the time of this report was alive with no injury. Follow up with the manufacturing representative indicated the patient had no relief. The patient had a revision on (B)(6) 2014 and they had converted to an implant from a different manufacturer. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger . Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).